Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The needle separated from the suture. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. Visual and functional test results met the specified quality requirements.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.